Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a scratch on the insulin pump's lcd screen. The customer said the screen was visible but sometimes the active insulin was not visible. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.